Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as being unresponsive and a diabetic coma. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer believes the low was not pump related. The customer was charging their transmitter at the time of the event and was unable to know they were going low. The insulin pump will not be returned for analysis.